Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered pain due to eroded mesh, additional medical treatment and procedures. According to the physician's office, no additional patient complications were reported. All other information is unknown and unavailable.